Event description:
It was reported that during service and repair pre-testing, it was discovered that the compact speed reducer device had no rotation bad gears and excessive corrosion inside the device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had no rotation and excessive corrosion. Therefore, the reported condition was confirmed. It was determined that the device had no rotation due to a damaged gearbox. It was determined that the device showed signs of corrosion that was indicative of damaged caused by immersion during cleaning, which is a failure to follow directions for use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.